Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator failed to deliver airflow. The pt's oxygen saturation allegedly decreased. There was no permanent harm or injury to the pt.